Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade IV. Pain, and shape disfiguration". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the shell. ¿ red particles in the surface of the shell. ¿ black particles in the surface of the shell. ¿ observed, a striated opening assessed as surgical damage no further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, pain, and shape disfiguration." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, pain, and shape disfiguration." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, pain, and shape disfiguration". Device has been explanted and replaced with non-allergan device.